Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/14/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 11/25/2015 with the following findings: a review of the pump¿s black bow showed a call service cs 064 alarm with occlusion during pump operations. During testing, the pump performed the rewind, load and prime steps performed successfully with no call service alarms. The pump was exercised for 24 hours and no call service alarms were emitted. The pump case was opened and no evidence of the corrosion or damage was observed on the motor flex connector. The complaint of a call service alarm issue was not duplicated during investigation. Unrelated to the complaint, investigation revealed a cracked battery compartment and a dim, discolored display. Also unrelated to the complaint, investigation revealed that the audio bolus button cover was detached and missing from the pump.